Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Although it is unknown if the devices(rods, set screws,closed mas) contributed to the reported event we are filing this MDR for notification purposes only.

Event description:
It was reported that patient underwent an unspecified spinal procedure in which instrumentation was implanted. Post op on 10 apr 2017, patient underwent revision surgery due to bed sores. All implanted products were explanted in the revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.